Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt), hypertension, smoking and arthritis. The indication for the filter placement was reported to be prophylaxis for pulmonary embolism (pe) prior to a planned total knee replacement surgery. The filter was implanted via the right femoral artery and placed in an infrarenal location. The patient is reported to have tolerated the procedure well. Approximately two years and six months after the filter implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated outside the inferior vena cava (ivc). The patient reported that the filter may not be retrievable. The patient further reported having experienced anxiety, mental anguish and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt or ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, perforation, that causes injury and damage to the patient. Per the patient¿s implant records, the patient had a history of deep vein thrombosis (dvt) and arthritis and was scheduled for a total knee replacement due to the underlying arthritis. The filter placement was indicated prior to the surgery to prevent pulmonary embolism (pe) in the peri and post-operative period. A trapease inferior vena cava (icv) filter was deployed successfully below the renal veins. The patient tolerated the procedure well. A post-procedure x-ray of the abdomen showed successful placement of the ivc filter below the renal vein at the inferior vena cava. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately two years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot number is not known. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, perforation, that causes injury and damage to the patient.